Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during stent post-dilatation in the superficial femoral artery, the agiltrac balloon ruptured at 12 atmospheres. There was no adverse pt effect. Though requested, no additional info was provided.